Event description:
It was reported that the patients non-rechargeable ipg had reached its end of life. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned due to hospital policy.